Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got pump error alarms. The customer's blood glucose was unknown. Assisted customer in performing a self test. Test was failed. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump had a failed self test error alarm during self test due to faulty radio frequency board. Insulin pump passed idle current test, run current test, unexpected restart error, basic occlusion test, occlusion test, prime alarm test, force sensor test, excessive no delivery test, displacement test and rewind test. Unable to perform off no power test and sensor test due to failed self test error alarm.